Event description:
As reported by the field, during a mechanical thrombectomy, an embotrap ii 5x33 revascularization device (et007533, lot unknown) became stuck in the insertion aid. There was no patient injury reported. No additional information is available.

Manufacturer narrative:
Product complaint (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The outercage assembly is deformed, meeting us regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The examination under magnification of the returned embotrap device showed evidence of damage and deformation to one of the proximal struts at the proximal segment of the outer cage. There was no evidence of damage to the inner channel, distal or proximal coils. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. Visual inspection and dimensional verification of the returned ptfe insertion tool confirmed that the insertion tool was undamaged and meets ID specification. The device was not available for analysis. A review of the manufacturing documentation associated with lot 22g226av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. It was reported in the complaint event that the embotrap was ¿stuck in the insertion tool¿. It was reported that no interaction between the embotrap device and any ancillary device/accessory was observed. The returned embotrap device was unable to successfully pass through a flared 0.0195¿ ID ptfe tube, confirming that the damage observed on the returned device caused issues with retraction and advancement. Firm resistance was felt when attempting to advance the returned embotrap device through the returned insertion tool. Therefore, the complaint event is confirmed. While the root cause of the damage could not be confirmed, one potential cause is an attempt to forward the proximal stent portion of the embotrap device into its insertion tool following accidental backward deployment. An attempt to recreate the damage observed on the complaint device, with a sample embotrap device, was unsuccessful. Temporary deformation to the proximal struts was observed however, permanent damage and deformation was not recreated. While the complaint event is confirmed, the root cause could not be determined. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.